Manufacturer narrative:
(B)(4). Batch # 330a66. (B)(4). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the sr75 reload was received with 1 driver up, with the both gripping surfaces broken off no returned for analysis, also the swing tab was noted to be broken, and the pan dent, making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. It should be noted that as part of our quality process all¿ devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open unknown procedure, a ntlc75 loading the sr75 could not be fired at the firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.